Manufacturer narrative:
(B)(4). The investigation has not yet been completed. A follow-up will be filed upon completion of investigation.

Event description:
A peritoneal dialysis patient's caregiver reported that the patient experienced abdominal pain and drain issues during treatment. Treatment data: (B)(6). The reported large drain of 4665ml was 217% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.